Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(6)) displayed "system error, out of service, revert to manual CPR " error message was confirmed during functional testing and archive data review. The root cause of the error message was found to be the brake gap was out-of-specification in which was caused by both of the set screws holding the brake hub to the shaft had loosened. During visual inspection, no physical damage was observe on the autopulse platform. During the archive data review, a system error 139 (unable to hold compression position) message was noted around the reported complaint date, thus confirming the reported complaint during initial functional testing, the returned autopulse platform displayed a "system error, out of service, revert to manual CPR" error message, thus confirming the reported complaint. The error was found to be due to the drive train motor brake gap was out-of-specification (too wide). Both the set screws holding the brake hub to the shaft loosened. This caused the brake hub to move backward increasing the air gap. Brake gap adjustment was performed and successfully adjusted the brake gap back within the specification of 0.08" ± .001" to remedy the system error. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported that the autopulse platform (serial # (B)(4)) displayed "system error, out of service, revert to manual CPR ". It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided, therefore patient use is unknown.